Event description:
The customer reported a charger failure. No patient injury.

Manufacturer narrative:
The service rep performed the following: check condition of b+ batteries. Batteries measures no lower than 176vdc under load conditions. No problems detected with b+ batteries. Suspect b+ batteries were depleted during case generating charger errors and have recovered. Tested system extensively by taking test fluoro exposures, cine runs and radiographs. Could not duplicate problem.